Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported sudden incontinence and peeing all over which started 4-5 days ago. The patient was asking for reprogramming for the current symptoms. No further complications were reported/anticipated.